Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A facility representative reported there was an uncut area of the flap approximately one to one and a half millimeters in diameter in the optical zone in the left eye. The flap was completed manually with a knife by the doctor. Upon follow up it was reported that the procedure was completed without issue and the patient is feeling good.

Manufacturer narrative:
Review of the logfiles for the day of treatment shows no relevant errors that could contribute to the reported event. No relevant deviation between planned and performed energy is detectable for the treatment. The user operated surgery with the recommended settings. No technical root cause is detectable during logfile review. According to the image in the treatment report, some spots are visible on the cornea that might lead to a vertical gas breakthrough (vgb). The fluid and corneal lacrimation might have built a fluid layer (excessive amount of fluid is visible in treatment report), additionally reducing the flap thickness. Also, the canal length is short and is not venting properly. Gas that has been created during the flap cut procedure did not find the way through the canal but vertically between bowman's membrane and cone and remain as an visible bubble. This area of so called vgb (vertical gas breakthrough) will leave non liftable tissue bridges. No technical root cause was identified as the product was found to be within specifications. The most possible root cause may a vgb caused by a combination of fluid layer and a short canal length, which is not venting properly. The manufacturer internal reference number is: (B)(4)